Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance had gradually declined over time and the impedance measurement is low. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.